Event description:
After 5+ years of implantation, this pacemaker was explanted due to an infection.

Manufacturer narrative:
(B)(6), 2012. The analysis on this device is pending.

Event description:
After 5+ years of implantation, this pacemaker was explanted due to an infection.

Manufacturer narrative:
(B)(4), 2012.the analysis on this device is pending. (B)(4).